Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl. Customer¿s current blood glucose was 171 mg/dl. Customer¿s blood glucose was 409 mg/dl at the time of incident. The customer was treated by insulin and switched to manual mode on the pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.